Manufacturer narrative:
(B)(4).

Event description:
It was reported that the plastic part of the tip of the introducer "frayed off" and broke off inside the pt. The health care professional "went behind" and retrieved the tip by "cutting down to it." It was stated that the case went "extraordinarily well" and that the pt had a "fantastic response." Additional info has been requested. A f/u report will be sent if additional info becomes available.